Event description:
Ous MDR - it was reported that noise and oversensing caused inappropriate shocks. The system was replaced. An explant date was not provided. It is unclear if the lead was capped or explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a decrease of the rv detection from approx. 15 mv in (B)(6) 2016 to 7 mv in (B)(6) 2017. Furthermore the iegms confirmed the presence of noise on the rv channel which led to shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.